Event description:
It was reported that the patient had been hospitalized for an unknown reason. The patient's blood glucose levels reached an unknown level. The patient did report that they were having issues connecting to the continuous glucose monitor (cgm) transmitter and ran out of pods as a result. No information was given when patient was released and what treatment was given. Three follow up attempts were provided but no additional information was gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.